Manufacturer narrative:
The lot history file was reviewed for d808013. The work order was for a lot of 30 stabilizers. All required paperwork was present and complete documenting that the stabilizers were manufactured and inspected per procedure. All units passed the required inspections. Stabilizers undergo a 100% packaging inspection which includes 8 different inspection points related to the feet on each unit. During the inspection, it is verified that the o-rings are present as the o-rings are used to secure the feet to the device. There is also a 100% post-sterile inspection and a 100% visual pre-shipment inspection in place to look for this defect. All 3 inspections took place and are recorded. The probable cause of this defect based upon 2 prior investigations, is that the o-ring sustained a minor stress during the assembly process which was not visible during the inspections. The o-ring likely broke in transit allowing one foot to become dislodged. The foot and o-ring likely remained in the tray and were discarded when the stabilizer was removed. The incident rate of this failure type, specifically after the device has been through the 100% inspections if very low but possible. This potential failure mode is already identified in the fmea and is known to the assemblers. This is the 11th complaint of a split o-ring since the 2008 investigation and the 3rd since the 2016 investigation. We will continue to monitor for further occurrence.

Event description:
As reported - stabilizer was missing one foot and o-ring. This was noticed prior to use and another stabilizer was used without harm to the patient. Chase medical was notified of the complaint on 10/23/2019 by the sales representative with mba medical. The event occurred at (B)(6).